Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 2 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient developed melena with hematocrit drop to 5.6. A esophagogastroduodenoscopy confirmed gastric arteriovenous malformation. The patient was transfused with an unreported amount of units of blood. Site of bleeding was reported as gastrointestinal. Anticoagulants at time of ae: aspirin, warfarin. No additional information was provided.

Manufacturer narrative:
A correlation between the reported gastrointestinal (gi) bleed and the left ventricular assist system (lvas) could not be conclusively determined. The patient experienced melena with a hematocrit drop to 5.6. An esophagogastroduodenoscopy (egd) was performed which confirmed gastric arteriovenous malformation (avms). The patient was transfused with an unspecified amount of units of blood. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.